Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref(B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint - litigation alleges that patient has experienced soreness, sensitivity, and pain, which has negatively affected patient's ability to walk, move, and sleep. Additionally, it is alleged that patient has excessive levels of cobalt and chromium. Update rec'd 8/26/2015 - patient was revised for a cyst. Possible loosening of the cup due to the cyst. Update rec'd 11/03/15- litigation papers received. The litigation alleges the patient was revised to address pain and elevated ion levels. The stem and sleeve have been added to the complaint. The complaint was updated on dec 1, 2015.